Manufacturer narrative:
The investigation for the positioning issue has been completed. The pump was not returned for investigation. Data logs were reviewed finding no positioning issues. There was a placement signal not reliable (psnr) alarm indicate a placement signal issue. Drop in flow and rise in placement signal observed. Motor current (mc) is stable while the ps is drifting. Psnr alarm is triggered. The cause of the placement signal issue most likely dp sensor drift. Corrections to the initial MFR report:

Event description:
The investigation uncovered placement signal issues through placement signal not reliable alarms in the data logs.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Complaint device was not returned for investigation. Data logs reviewed: data logs with placement signal not reliable (psnr) alarm indicate a placement signal issue. Drop in flow and rise in placement signal observed. The motor current was stable while the placement signal was drifting. Psnr alarm was triggered. The cause of the placement signal issue most likely dp sensor drift. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to document placement signal issue description. H6 updated to reflect placement signal issue coding. D10 concomitant medical products and therapy dates. G1 reporting contact email updated.

Event description:
The complainant reported a 64-year-old male patient noted with right heart failure and post-op CT surgery was implanted with an impella rp device for mechanical circulatory support. The impella was reported to have positioning issues, and the complainant reported - recovery right ventricle was further performed. The impella was ultimately explanted, and the patient was placed on extra corporeal membrane oxygenation support. The patient survived the event.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.